Event description:
It was reported to philips that system did not start. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system did not start. Review of the log files shows malfunction with the flexvision pc. The host-pc could not connect to the flexvision-pc. Upon troubleshooting, the philips field service engineer (fse) measured the power supply on the m cabinet and identified a fault in the mpdu (main power distribution unit) control unit. To resolve the issue, fse replaced the mpdu control unit. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.